Event description:
It was reported that the device went to eri (elective replacement indicator) prior to implant, while still in the box. The device was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.